Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager, refrigerator failed to unlock and open. Users were unable to access medications in the refrigerator. The refrigerator was opened using the key, and the pyxis unit was reset; however, the issue reoccurred. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hasp's latch was bent outward, making contact with the latch housing and causing friction. A field service engineer (fse) serviced and greased the latches and aligned the hasp and latch housing. Tested functionality and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.